Manufacturer narrative:
(B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system oversensed noise on the right atrial (ra) lead. The noise and oversensing were reproduced with isometrics and arm movements. Subsequently, a revision procedure was performed. The crt-d was explanted and replaced, and the ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system oversensed noise on the right atrial (ra) lead. The noise and oversensing were reproduced with isometrics and arm movements. Subsequently, a revision procedure was performed. The crt-d was explanted and replaced, and the ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was used to capture the surgery. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device did not pass the pacing rate portion, however, the device passed the manual pacing testing. Impedance testing was completed and all measurements were within normal limits. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported noise and oversensing.